Manufacturer narrative:
Additional information: after repeated retrieval attempts to deflate, the balloon could not be deflated. The balloon and catheter system were withdrawn through the medtronic launcher guide catheter. The balloon could only be withdrawn to the tip of the medtronic launcher guide catheter but not into the catheter. This is because when the balloon was inflated its diameter was larger than the inner diameter of the guiding catheter so it could only be withdrawn near the tip end of the guiding catheter and pulled out of the patient together at the same time. There was a lot of resistance in the removal of the balloon catheter but it was successfully removed. A4 - patients weight correction: b1 - product problem medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one nc sprinter rx balloon catheter to treat a lesion in the distal left anterior descending (lad) artery. The device was inspected before use with no issues. There was no difficulty removing the protective sheath and the packaging stylet. Resistance was not noted while advancing the device to the lesion. Excessive force was not used. It was reported that the balloon catheter could not be deflated after the first inflation at 12atm. It was detailed that a stent was implanted and the balloon catheter was being used to post-dilate the stent. There were no difficulties noted during inflation of the device. The concentration of contrast / saline used was 1:1.2. The device was not moved or repositioned while inflated. However, the balloon catheter failed to deflated after dilation. After repeated retrieval attempts, the balloon and catheter system was withdrawn through the guide catheter. There was a lot of resistance in the removal of the balloon catheter but it was successfully removed. It was reported that the patient was in good condition with no complications or serious injuries. No further patient injury was reported.

Manufacturer narrative:
Additional information: no damage was noted to the launcher catheter during use. Correction: annex e and g codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.